Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. The target lesion was located in the calcified 2nd diagonal and left anterior descending artery. A 28x2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the physician was unable to release the stent. The physician tried to retrieve the stent but resistance was felt. The stent was damaged and partially dislodged from the balloon at its proximal end. A non bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was good.